Event description:
Drug/diluent: 0.2 percent ropivacaine. Fill volume: 750 ml. Flow rate: 10.0ml/hr. Procedure: breast reconstruction. Cathplace: unknown. It was reported that the pump was empty when the patient woke up the next morning. Patient contact, no adverse event.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. A review of the device history record (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Conclusions: if additional information pertinent to this event becomes available, I-flow will submit a follow-up report. Cautions: do not under fill pump. Under filling the pump may significantly increase the flow rate. Flow rate I unpredictable if it is dialed between rate settings. The select-a-flow device should be worn outside the clothing and kept at room temperature. Temperature will affect solution viscosity, resulting in faster or slower flow rate. Select-a-flow have been calibrated using normal saline (ns) as the diluent and room temperature (22 degree c, 72 degree f) as the operating environment. Flow rate will increase approximately 1.4 percent 1 degree f/0.6 degree c increase in temperature and will decrease approximately 1.4 percent per 1 degree f/0.6 degree c decrease in temperature.